Manufacturer narrative:
(B)(4). Devices not received, log review only. The customer has requested an event log review. The event logs and data set have been received and the evaluation is pending. A follow up report will be submitted with failure investigation results once the evaluation has been completed.

Event description:
Customer stated that unasyn was started at 18:15 to run over one hour. After 12 minutes the pt informed the nurse that the bag was finished. Customer requested a log review to check programming. Customer stated there was no pt harm or medical intervention. The customer did not provide any additional pt or event details.